Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information was requested, but unavailable: can you please provide more event details? Can you please confirm the alert date? Also, can you please confirm the event date? Please explain how the ec45a did not close the reload properly? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? If no, please explain. Did the device cut? If yes, was the cut line complete? Was there any difficulty closing the jaws of the stapler? If another issue occurred, please provide details.

Event description:
It was reported that during a gastric bypass procedure, the device did not form the staple line correctly with the white reload, but did with the blue refills. Surgery was not delayed due to the event and was completed successfully. There were no patient consequences. No additional information is available at this time.